Manufacturer narrative:
Stryker evaluated the device. Stryker evaluated the device and verified the reported issue and replaced the system pcba. Pac then further evaluated the removed system pcba and found an issue with the sbc which is part of the system pcba. Pac found an issue with the sbc (single board computer) the y1 crystal is not functioning properly and will intermittently output no signal which will keep the system pcba from booting up. Root cause is inoperative sbc. Device passed performance inspection procedure and was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.